Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, the reported issue was confirmed. In addition, the following was found: leakage from the insertion section, objective lens adhesion peeling, the angle wire became longer than normal and pierced / cut or scratch of the bending section. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was initially reported to olympus by the customer that a videoscope had leakage from the insertion section. It is unknown when the reported issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: deterioration or breakage of the adhesive (chemical stress / physical stress). There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable malfunction found during the evaluation of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below: "[inspection of the endoscope] 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.